Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under-delivering insulin. The blood glucose reading is 325 mg/dl. Customer treated with insulin pump. Customer experiencing thirst and stomach ache. Nothing further reported.